Event description:
The catheter was reported to have disconnected from the port and detected after one month of implant. The catheter had migrated into the right atrium. A member of the hosp staff told the salesperson the original connection was unsure, i.e., not fully advanced onto the port tube. The catheter and port were explanted and a new one placed.